Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The reported sf179 was reproduced while review of the device data logs confirmed the reported sf82 and sf140. The main circuit board required replacement to address the reported complaint. The device was returned to the customer unrepaired due to service was declined. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf82, sf140, sf179) related to an alarm system fault, alarm priority and the super capacitor respectively. There was no patient harm or serious injury reported as a result of this incident.